Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, the procedure was completed without any problem. Post procedure, the collected stones were removed from the device. Then force was applied to the device and the distal tip failed to detach. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good. (B)(4). Reportedly, the attempt to detach the tip after the stone was removed from the basket was a "functional test for practice."

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, the procedure was completed without any problem. Post procedure, the collected stones were removed from the device. Then force was applied to the device and the distal tip failed to detach. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, the procedure was completed without any problem. Post procedure, the collected stones were removed from the device. Then force was applied to the device and the distal tip failed to detach. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good. Additional information june 28, 2013. Reportedly, the attempt to detach the tip after the stone was removed from the basket was a "functional test for practice."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the basket was closed upon receipt and there was no visual damage to the device. Functional evaluation found that the basket opened and closed normally when the handle was actuated. No visual or functional issues were found with the returned device. There was no deformation of the handle that would normally be observed if the alliance ii system was used to attempt to crush a stone or detach the basket tip. No visual or functional issues were found with the returned device. The investigation was unable to confirm the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.